Event description:
On 02/13/2008, it was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used during a "stent in stent" placement procedure (patient age, gender and weight unk) on the month before. According to the complainant, while attempting to place the stent in another stent "to cover the distal area (fistula) of a previous implanted stent, it was difficult to pull the (suture) thread and the (stent) did not open normally but had the form of a twisted ball... (Upon) releasing the stent, the thread ripped and the dr removed the whole catheter and the twisted distal end of the stent, together with the previous stent, out of the pt... The doctor implanted another ultraflex (covered ng esophageal stent) with good results." At the conclusion of the procedure, the pt's condition was reported as "okay".

Manufacturer narrative:
The complainant stated that the device will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The 02/2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.